Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed redness on his back under the lifevest. The patient's doctor instructed the patient to remove the lifevest. After removing the lifevest, the patient reported that the irritation healed.